Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported alarm due to a channel error was confirmed as error code 240.4150.0 during error log review and replicated during the investigation. The bottle (upper) side pressure sensor was found to be defective. Laboratory testing performed on the returned pump module found the suspect pump module bottle (upper) side pressure sensor output voltage to be 4.99 volts with force applied to the sensor pad. It was observed that the bottle sensor did not return to the specified voltage values once the pressure was released. The bottle-side pressure sensor was temporarily replaced with a known-good part from the dchu laboratory, exclusively for testing purposes. Following the procedure, a test infusion was programmed at the rate of 500 ml/h and a volume to be infused (vtbi) of 1000 ml. The infusion was completed after two (2) hours, with no code errors or alarms. Error code 240.4150 did not reappear. The event, error and battery logs were retrieved from the returned devices to ascertain programming and event details associated with the alleged incident. Prior to the reported channel malfunction, on (B)(6) 2025, at 8:15 am, the event log review confirmed an air-in-line alarm as reported by the facility. A review of the suspect pump module error logs was performed, the error logs confirm and match with the reported date, one (1) instance of error code 240.4150.0 (sensor_broken_high_failure, fatal severity) was noted on (B)(6) 2025, at 8:15 am. The bd alaris¿ pcu and pump module technical service manual explained that error code 240.4150 is a produced by the voltage is too high on the pump module, the sensor may be broken. A recommended response is to replace the bottle-side pressure sensor. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported alarm due to a channel error is attributed to a defective bottle (upper) side pressure sensor in the pump module. Note that this report lists imdrf annex g0405206, d15, a0401, c07 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device first had alarmed for air-in-line, to which was fixed by clinician. Following the air-in-line alarm the device then alarmed for channel error. New channel and pcu were sourced and set up. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device first had alarmed for air-in-line, to which was fixed by clinician. Following the air-in-line alarm the device then alarmed for channel error. New channel and pcu were sourced and set up. There was patient involvement but no harm.